Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as per facility protocol.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20014414.